Event description:
Information was received from a health care professional (hcp) via a representative regarding a patient in (B)(6) who received an unspecified medication via an implantable pump system. It was reported that a physician had a similar experience of the reported hypertrophic tissue (see manufacture report #3004209178-2016-17821) in which re-implantation was unsuccessful as the scar tissue came back and they had to explant yet again. The reporting hcp had no further information regarding this patient's events. No further complications were reported/anticipated. Please note that this current manufacturer report captures the second explant. This information was previously captured in manufacturer report (see report #3007566237-2017-01573). Going forward the previous filed report (#3007566237-2017-01573) will capture the first explant and this current report will capture any details pertaining the "explant yet again" (the second explant).